Event description:
It was reported that the flex video scope had scope communication error b30. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to a defective universal plug unit. Olympus will continue to monitor field performance for this device. Updated fields: d9, d10, h2, h3, h4, h6, h11.

Event description:
No additional information received from the customer.